Event description:
It was reported that this implantable pacemaker was not successfully implanted due to unknown product performance anomaly. This device was never in service. A new device of the same model was successfully implanted. No adverse patient effects were reported.